Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms occurred (alarm 30) during basal delivery with multiple cartridges. There was no reported impact to the customer's blood glucose level. The customer continued using the pump and had manual injections as alternate insulin therapy.